Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 893033

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. The issue was reported to competent authority in abundance of caution as internal leakage test failure may in some cases, represent a reportable event. Further received information indicated that only expiratory cassette was replaced. The device was delivered to the user in working condition. We do not consider issue with expiratory cassette as a safety related. Expiratory cassette only measuring and its malfunction will not affect ongoing ventilation. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).